Event description:
It was reported that the patient experienced radiating and shooting pain down the leg during ambulatory movement. The patient presented to the emergency room and was admitted due to pain, which was present whether stimulation was on or off. The physician believed that the pain was not device related, however, related to the procedure and from driving the leads into the epidural space. Upon follow-up, the patient was stable and doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7244136.